Manufacturer narrative:
Device evaluated by MFR. : synergy ous mr 3.50 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. Struts on the proximal end and distal end were in a lifted state. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 16cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17dec2020 it was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50 x 12mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good. However, returned device analysis revealed stent damage.